Manufacturer narrative:
All of the buttons on the insulin pump responded properly during testing. No damage or moisture was noted on the on keypad assembly. The lcd connector was not unlocked. The insulin pump did alarm unexpected restart after the battery was installed due to broken solder joint at the interface board. The insulin pump had bleeding lcd glass, minor scratches to the lcd window, and broken belt clip slot.

Event description:
The customer reported having issues with the keypad and the escape button no longer functions as well the insulin pump had an error alarm. The caller stated that he attempted to finish the prime process, but he could not complete the process. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. (B)(4).